Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 180 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (manually logged / time not recorded): 375 mg/dl (B)(6) 2015; 300 mg/dl (B)(6) 2015; 350 mg/dl (B)(6) 2015; 283 mg/dl (B)(6) 2015; 290 mg/dl (B)(6) 2015; adverse event not reported.